Event description:
It was reported that the right ventricular lead exhibited high pacing threshold and undersensing. The lead was successfully repositioned and no complications occurred to the patient.

Manufacturer narrative:
(B)(4).